Event description:
It was reported to philips that the device would not turn on. No harm was reported. A philips remote service engineer (rse) spoke with the customer and reviewed the event log. The rse did not note any significant errors in the device logs. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field  service engineer (rse) analyzed that equipment does not turn on. Reviewed logfile and no relevant findings were made. Rse found no issue with the device and confirmed with customer that the device was working as expected. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.